Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because no samples were returned to be tested and the defect was not observed in the retention testing.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: it is reported tubes are over filling. "Customer is stating that when the patients blood is drawn, the tubes are overfilling. She stated she knows this was happening last year and there was a recall due to this issue, but doesn't know if it's still an issue or if they are doing it incorrectly. The customer has unused tubes to return if needed. She states she doesn't know exactly when the issue started, but it was brought to her attention monday, 03.29.2021. She thinks it started last week. She is wanting to know if there is a replacement or sub for these tubes that they can use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: it was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the initial reporter. The customer stated: it is reported tubes are over filling. "Customer is stating that when the patients blood is drawn, the tubes are overfilling. She stated she knows this was happening last year and there was a recall due to this issue, but doesn't know if it's still an issue or if they are doing it incorrectly. The customer has unused tubes to return if needed. She states she doesn't know exactly when the issue started, but it was brought to her attention monday, 03.29.2021. She thinks it started last week. She is wanting to know if there is a replacement or sub for these tubes that they can use."